Event description:
It was reported that insulin from the reservoir leaked before inserting in the reservoir compartment. The customer stated that the stopper was disengaged from the barrel. It was stated that the customer throw away the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.